Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was noted that a balloon ruptured at 12 atmospheric pressures within 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.